Manufacturer narrative:
Retainer ring = clear. Customer complained about the unit having a broken belt clip rail and cracked middle button. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked retainer, cracked battery tube area, cracked reservoir tube lip, cracked battery tube threads and scratched case. Unit was confirmed for cracked select button on keypad overlay. Unit not confirmed for broken rail, however unit was confirmed for crack on the battery tube area next to belt clip rail. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the middle of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.